Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2008 due to patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicate that a revision procedure took place on (B)(6) 2008 due to dislocation. Revision operative report dated (B)(6) 2008 noted the presence of clear straw colored fluid and devitalized tissue secondary to the history of metallosis. The modular head was removed and replaced with a competitor¿s head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ and ¿material sensitivity reactions.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2012-01611 & 2013-05325).